Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(4), the patient reported that the one infusion set tubing came apart. The site of location in insertion is left abdomen & right abdomen. No further information available.

Manufacturer narrative:
E1: (B)(6).